Event description:
The customer reported that ring and low density artifacts were present on a pt's head scan which was misinterpreted as a mass/tumor on the images. A rescan was performed utilizing contrast enhancement which revealed the suspected mass/tumor was an artifact.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).